Event description:
It was reported that, a surgeon mistakenly implanted a 26mm head with a 28mm insert on a tha. (B)(4) 2014 - received confirmation that the surgeon performed revision surgery on the patient to replace the 26 mm head with a 28mm head on (B)(6) 2013.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device: not returned.

Manufacturer narrative:
An event regarding incorrect selection of an unknown 26mm femoral head for use in combination with a 28mm exeter contemporary cup was reported. This event relates to a surgeon who mistakenly implanted a 26mm head with a 28mm insert (contemporary cup) on a tha. The error was noted when the implant sheets were revised. Additional information received confirmed that the head was not loose within the cup. It is unknown as what point in time that the implant sheets were reviewed and the error noted. The investigation confirms that the 26mm head was labelled correctly and this was a user error of incorrect product selection. The femoral head has since been revised to a 28mm head. Based on the provided information, the product reported in this investigation did not contribute to the event and this event is the result of user error.

Event description:
It was reported that, a surgeon mistakenly implanted a 26mm head with a 28mm insert on a tha. On (B)(6) 2014 - received confirmation that the surgeon performed revision surgery on the patient to replace the 26 mm head with a 28mm head on (B)(6), 2013.